Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The company cartridge was not returned for evaluation. Photos of an implanted multi-focal single piece lens were provided. A very small line/mark was discernable in two of the photos. The line/mark was at the optic/haptic junction. Due to the clarity of the photo, it cannot be determined if this is a scratch or crack. In the clearer photo this appeared to be on the anterior surface. No other determination could be made based on the provided photos. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The company cartridge was not returned. A root cause cannot be determined without physical evaluation of the sample. Based on review of the provided photos, there appeared to be a very small line/mark at one optic/haptic junction. Due to the clarity of the photo, it cannot be determined if this is a scratch or crack. In the clearer photo, this appeared to be on the anterior surface. If the lens is loaded properly, there is no contact with the anterior optic surface and the cartridge lumen. Damage to the anterior surface may be caused by loading forceps or a plunger override. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than three minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that during intraocular lens implant procedure noticed a small mark or crack on periphery of lens. Surgeon heard there might be defects on cartridge. There was patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.